Manufacturer narrative:
Conclusion: device failure occurred and was related to event. Although several contacts have been made, the medwatch 3500a has not been received from the user facility. Product was manufactured and sold by dow corning wright, the assets of which were purchased by wright medical technology, inc.

Event description:
Allegedly component was broken. Revision surgery performed.